Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was not charging the pump battery. Another usb cable was used and the battery was charged. There was no reported impact to blood glucose.